Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously reactive toxo igg results on two patient samples generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory. The repeat tests on the same instrument and an alternate method resulted as non-reactive. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples are serum. Centrifugation information was not supplied. Qc prior to and after the event was within the customer's established ranges. Customer product line support (cpls) tested the patient samples but could not reproduce the customer's results. The results were non-reactive on toxo igg assay. A clear root cause for this event has not been determined. Cpls tested the samples.